Manufacturer narrative:
(B)(4). It is a known issue that no magnetic materials should be brought into the examination room. No field corrective action is required. The safety directions as presented in the instruction for use already contain warnings on this matter.

Event description:
A pt needed to be scanned after a traffic accident. The hospital staff did not realize that the corset that the pt was wearing, contained metal parts. So, when the pt was moved into the examination room, a metal part from the corset struck the pt on the skull and injured him. After this pt had a cerebral hemorrhage and had a surgical operation. Pt is in ICU and he is in a coma.